Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as raised bumps that itch, burn, and hurt. There was no alleged device malfunction contributing to the irritation.it's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. Patient reported that the irritation is getting better.